Event description:
It was further reported that the lead exhibited varying thresholds. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Concomitant: addrl1 ipg implanted: 2013-(B)(6).

Event description:
It was reported that a lead warning triggered due to low impedance on the right ventricular (rv) lead. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.